Event description:
It was reported that during a gastric bypass procedure, the reload did not seat properly at the distal end of the device. Another cartridge was used to complete the case with no patient consequence.

Manufacturer narrative:
The analysis results showed that one device was returned in good visual condition and with a void of staples cartridge loaded on the device. In addition, another cartridge was received inside the bag, unfired and with the pan dislodged. The pan on cartridge b was manually placed and the device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle; the staples were noted to have a b-formed shape and the cartridge was loaded on the device without any difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.